Event description:
It was reported that during a photoselective vaporization of the prostate(pvp) procedure, the fiber was forward firing after 10,000 joules of use. A second fiber was used to complete the procedure with no patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate(pvp) procedure, the fiber was forward firing after 10,000 joules of use. A second fiber was used to complete the procedure with no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a circumferential fracture at the distal side of the fiber cap. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported forwarding firing. Although the level of devitrification could not be determined due to the fracture, it is probable that the devitrification on the surface of the metal cap contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures. Based on analysis results, the interaction between the user and device caused or contributed to the observed fiber damage. An investigation conclusion code of unintended user error caused or contributed to this event was assigned to the investigation.